Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the pump alarmed sensor error and the cannula was missing when removed from the sensor. Customer indicated that the sensor may still be in their body. The customer's blood glucose was 280 mg/dl at the time of incident. Troubleshooting reviewed insertion techniques and advised that a replacement sensor would be sent to the customer and to return the product for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.